Manufacturer narrative:
Unable to reach customer to perform troubleshooting.

Event description:
It was reported that the device's therapy capacitor needs replacement . There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench technician evaluated the device and confirmed that the therapy capacitor requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device was sent back to the customer site and no further evaluation is warranted at this time.